Event description:
Last night I got a hair stuck in my throat and it wouldn't come loose [foreign body in throat] . I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth [foreign body in mouth] . Particularly unpleasant when you want to go to sleep [discomfort]. Case description: on (B)(6) 2024 a spontaneous case was reported in netherlands (the) by a patient via call center representative (email). The report concerns a consumer. The consumer received parodontax soft (corsodyl/parodontax toothbrush) on 2024, lot number and expiry date were unknown for indication dental cleaning. No concomitant medications were reported. On (B)(6) 2024, after starting parodontax soft, the consumer experienced a medically significant last night I got a hair stuck in my throat and it wouldn't come loose (preferred term: foreign body in throat). The outcome of the event foreign body in throat was unknown. On 2024, the consumer experienced a non-serious I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth, and particularly unpleasant when you want to go to sleep, (preferred term: foreign body in mouth, and discomfort). The outcome of the events foreign body in mouth and discomfort were unknown. No medical history was reported. No drug history was reported. The action taken was: for parodontax soft was unknown. The dechallenge was unknown (action taken was unknown)/(outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The causal relation between suspect and events foreign body in throat, foreign body in mouth, discomfort were reasonable possibility. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I have been using a paradontax toothbrush for a month now. It cleans well and gives a clean feeling. From the beginning, however, I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth. Usually you spit it out immediately. Last night, however, I got a hair in my throat and it wouldn't come loose. Particularly unpleasant when you want to go to sleep. This experience makes me doubt whether I will choose your toothbrush again next time".

Manufacturer narrative:
Veeva case: (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Last night I got a hair stuck in my throat and it wouldn't come loose/ I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth [foreign body in throat] I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth [foreign body in mouth] particularly unpleasant when you want to go to sleep [discomfort] case description: on (B)(6) 2024 a spontaneous case was reported in netherlands by a(n) patient via call center representative (e-mail). On 2024-08-16 new information was received for this case. The report concerns a consumer. The consumer received parodontax soft (corsodyl/parodontax toothbrush) for indication dental cleaning. No concomitant medications were reported. On an unknown date, after an unknown time of starting parodontax soft, the consumer experienced a medically significant last night I got a hair stuck in my throat and it wouldn't come loose/ I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth (preferred term: foreign body in throat). The outcome of the event last night I got a hair stuck in my throat and it wouldn't come loose/ I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth (preferred term: foreign body in throat) was unknown. On an unknown date, the consumer experienced a non-serious particularly unpleasant when you want to go to sleep, and I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth, (preferred term: discomfort, and foreign body in mouth). The outcome of the event particularly unpleasant when you want to go to sleep, and I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth (preferred term: discomfort, and foreign body in mouth) was unknown. No medical history was reported. No drug history was reported. The action taken were: for parodontax soft was unknown. De-challenge was unknown and rechallenge was not applicable. The causality assessment of the events foreign body in throat (last night I got a hair stuck in my throat and it wouldn't come loose/ I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth) was reasonable possibility and the causality assessment of events discomfort (particularly unpleasant when you want to go to sleep) and foreign body in mouth (I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth) reasonable possibility. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I have been using a paradontax toothbrush for a month now. It cleans well and gives a clean feeling. From the beginning, however, I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth. Usually, you spit it out immediately. Last night, however, I got a hair in my throat, and it wouldn't come loose. Particularly unpleasant when you want to go to sleep. This experience makes me doubt whether I will choose your toothbrush again next time". On 2024-08-16, the following update(s) has(have) been provided - the follow up information received on 2024-09-06, the product complaint (B)(4), with case number (B)(4) was voided or removed.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Last night I got a hair stuck in my throat and it wouldn't come loose/ I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth [foreign body in throat]. I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth [foreign body in mouth]. Particularly unpleasant when you want to go to sleep [discomfort]. Product complaint [product complaint]. Case description: on 2024-08-11, a spontaneous case was reported in netherlands (the) by a patient via (email) call center representative. On 2024-11-04, new information was received for this case. The report concerns a consumer. The consumer received parodontax soft (corsodyl/parodontax toothbrush) lot number and expiry date were unknown for indication dental cleaning. No concomitant medications were reported. On an unknown date, after an unknown time of starting parodontax soft, the consumer experienced a medically significant last night I got a hair stuck in my throat and it wouldn't come loose/ I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth (preferred term: foreign body in throat). The outcome of the event foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious particularly unpleasant when you want to go to sleep, and I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth, (preferred term: discomfort, and foreign body in mouth) and product compliant (preferred term: product complaint). The outcome of the event foreign body in throat, foreign body in mouth, discomfort and product complaint was unknown. No medical history was reported. No drug history was reported. The action taken were: for parodontax soft was unknown. The de-challenge was unknown and rechallenge was not applicable. The causality assessment of the events foreign body in throat, foreign body in mouth, discomfort and product complaint reasonable possibility with respect to the product parodontax soft toothbrush . The reporter provided the following comment: "I have been using a paradontax toothbrush for a month now. It cleans well and gives a clean feeling. From the beginning, however, I noticed that with almost every brushing, a hair breaks loose from the brush and returns to your mouth. Usually you spit it out immediately. Last night, however, I got a hair in my throat and it wouldn't come loose. Particularly unpleasant when you want to go to sleep. This experience makes me doubt whether I will choose your toothbrush again next time". On 2024-08-16, the following update(s) has (have) been provided - the follow up information received on 2024-09-06, the product complaint: (B)(4), with case number: (B)(4) was voided or removed. The case correction received on 2024-08-11. The central receipt date was corrected to 2024-08-16. On 2024-11-04, the following update(s) has (have) been provided - follow up information was received on 2024-11-04 from quality assurance (qa) department regarding product quality complaint with case number: (B)(4) for unknown lot number. The event product compliant was added into the case. Investigation evaluation: 1. Complaint sample is not available. Only photographs and toothbrush code of the complaint sample is shared through email i.e s3244141i mfd on 01/sep/2023 2. We have checked the production records of the toothbrush code i.e ''s3244141i mfd on 01/sep/2023''. Result shows that this batch was produced according to specification and no deviations have been observed. 3. Bristle flowering has been observed which indicates that the excessive pressure has been used by the consumer while brushing. 4. Anchor wire impression can be seen of outer side of the tufts holes which shows that bristles were tufted with anchor wire. Bristles did not come out of the tuft holes and are still intact with the anchor wire in a tuft holes. 5. We observed black foreign particles on the bristle (head portion) which is not normal. We have also observed few bristles in broken condition (specially on head portion) but bristles are still intact, which indicates that consumer has not used the toothbrush in a normal way. Without complaint sample it is not possible to investigate & find out the actual root cause of the complaint. So investigation is not possible. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4).